Manufacturer narrative:
The investigation has determined that lower than expected potassium (k+) results were obtained from a vitros performance verifier (pv) using vitros chemistry products k+ slides lot 4102-1142-2383 on a vitros 350 chemistry system. The assignable cause of the event is an instrument related issue. The results from a vitros k+ diagnostic precision test processed on the vitros 350 chemistry system were not within expectations. In addition, historical quality control results for vitros k+ were imprecise. An ortho field engineer (fe) performed service actions on the instrument which included removing salt buildup on the tip locator and on the electrometer shuttle. In addition, the fe replaced the dispense blade, verified the integrity of the evaporation caps and springs and verified the pm eject depth. The ortho fe also performed all necessary adjustments to the microslide incubator. The results from post service vitros alkp, na+ and k+ diagnostic precision tests performed on the instrument by the ortho fe were within expectations. Additionally, there has been no reported recurrence from the customer of unacceptable vitros k+ results since the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected potassium (k+) results were obtained from a vitros performance verifier (pv) using vitros chemistry products k+ slides lot 4102-1142-2383 on a vitros 350 chemistry system. Vitros pv ii lot p9966 results of 4.10, 4.40 and 4.70 mmol/l vs an expected result of 5.72 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros k+ results were obtained from a quality control fluid and were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 607212.